Event description:
Pt reported obtaining a blood glucose result of 465 mg/dl on the advantage system. Based on this value, pt reportedly sought treatment at the va hospital. Pt stated that, < 10 minutes later, blood glucose measured 110 mg/dl on a hospital instrument. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.